Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced failed battery test and delivery anomaly. The customer was not connected to the sensor and did not have any insulin and blood sugar dropped to 50 mg/dl. The customer received battery failed alarm during troubleshoot. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self -test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. Pump received with normal operating currents. No unexpected failed battery test alarm or low battery alarm. The test guardian link with the glucose sensor simulator and the test blood glucose meter communicates properly to the pump noted and the blood glucose readings registered properly in the daily history noted. Pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history noted. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.